Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock and another manufacturer's device on (B)(6) 2010 with the intention of treating her for urinary incontinence and pelvic organ prolapse. It was alleged that the plaintiff suffered severe and permanent bodily injuries, including, but not limited to, significant mental and physical pain and suffering, erosion of her internal bodily tissue, dyspareunia, and other injuries. It was alleged that on or about (B)(6) 2011, the plaintiff required additional surgery.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.